Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an abscess and scarring on the pod site (arm). The patient reported that this event was 2-3 months ago. As such, (B)(6) 2026 will be used as the occurrence date. The patient did not specify whether medical attention was sought regarding this issue. No further information was reported. Additional information has been solicited, and a supplementary report will be filed if received.